Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the spindle or trial inserter became loose and couldn¿t be removed post procedure when packing up set. There was no surgical delay. There was no patient consequence. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).